Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2014-01172. Olympus medical systems corporation (omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. Also, supplemental report is being submitting to report the additional information regarding the subject device. Eventually, the subject device was not returned to omsc, therefore omsc could not evaluate the subject device. Based on the similar cases, there was the possibility that the distal end of the subject device was damaged by following factors, consequently the distal end of the subject device fell off. - the facility did not check the subject device prior to use, therefore the facility used the damaged device. - the facility used inappropriate trocar in conjunction with the subject device. It caused the damage of the distal end of the subject device. - the facility withdrew the endoscope with bending the distal end from the trocar. It caused the damage of the distal end of the subject device. Therefore this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause could not be conclusively determined at this time. The mfg history was reviewed, with no irregularities related to this problem noted. If add'l info becomes available at a later time. This report will be supplemented.

Event description:
Olympus medical system corp. (Omsc) was informed that a tip of sheath fell off from the distal end into the pt's body cavity while in the laparoscopic surgery, the operator used the subject device (lens cleaning sheath) with a laparo-thoraco videoscope and it was when the subject device was pulled out of the trocar. The operator was not aware of the tip having fallen off and the procedure was completed, and the tip was found in an x-ray exam. The pt was given a laparotomy to retrieve the tip.